Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality technician reported that a color shift occurred when light mechanical pressure was applied to the flat panel interface board. Since the event occurred during routine testing, there was no pt involvement during this event.